Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler blue reload involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The reload was identified to be partially fired. Inspection found the knife exposed within the knife track. No knife damage found. Additional inspection was conducted. The reload cartridge was found damaged. Materials measuring approximately 0.074" x 0.034" and 0.050" x 0.024" appear to be missing. This type of failure is associated with mishandling / misuse.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, a firing failure occurred with the sureform 60 stapler instrument during jejunum dissection. It was reported that the fire ended in the middle and blade exposure was confirmed. The customer stated that when the surgeon attached the instrument to the arm after reloading, a message stating "do not use" appeared and the instrument became unusable. The procedure was reportedly completed with a backup instrument with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no abnormalities were found with the instrument during inspection when replacing the reload. The reconstruction performed was a lateral anastomosis of the ileum in the ileal conduit after total cystectomy and no additional reconstruction was performed to address the incomplete staple line issue and no additional tissue was resected. No medical intervention was required/performed and no injury occurred to the patient. The issue occurred during the second fire of the instrument. An error message of "unable to complete fire, blade may be exposed" appeared at the time of the issue. The surgeon did not report that the encountered any obstructions between the instrument jaws. Buttress material was not used and it is unknown whether there were malformed staples. The surgeon did not experience any clamping issues prior to firing the stapler reload. The jejunum was the target tissue and the tissue was not calcified nor was there any tissue tension or tissue bunching.